Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc with a cannula in the ck3 are (0.05 cc) and skinvive¿ by juvéderm® 1 cc per side it was suspected that the filler may have been injection too close to the nasolabial fold (nlf) the patient subsequently developed sighs consistent with vascular occlusion in the nasolabial fold region. The patient was administered by the hcp 3000 iu of hyaluronidase at the lesion site, 3,000 iu injection at the lesion site, additional hyaluronidase was injected above the upper lips, above the alar region, supportive measure performed. There was light therapy administered.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.